Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a patient with previous adolescent clinical observations related to repair surgery for congenital heart disease was implanted with an subcutaneous implantable cardioverter defibrillator (s-ICD) as a young adult. The primary sensing vector was chosen through the screening test prior to implant. This s-ICD settings enabled the conditional shock zone at 220 beats per minute and set the shock zone to a heart rate greater than 250 beats per minute. It was noted that ventricular tachycardia (vt) was not induced during defibrillation threshold (dft) testing during implant, and the shock output was set to 80 joules. The patient continued the oral sotalol beta-blocker, and there was no recurrence of vt over a 6-year postoperative period. However, an inappropriate shock was observed once due to one to one conduction of atrial flutter with a heart rate of 273 beats per minute. It is unknown if this s-ICD remains in service as this is an unknown patient listed in a literature review.